Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a screw used for spinal therapy. It was reported that during an anteralign construct procedure at l4-5, two of the 5.0 x 25 mm trocar tip bone screw (the inferior screw into l5) out of six used was backing out. No patient symptoms or complications were reported, and the patient outcome was alive with no injury. No replacement was performed. No patient complications have been reported as a result of this event. Additional information received that initial hospitalization wasn't prolonged, however a second procedure to supplement anterior fixation was performed on (B)(6) 2026. A posterior l4-s1 instrumented fusion with voyager implant system was performed. The procedure involved was l4-s1 alif with anteralign ls implant system.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.